Manufacturer narrative:
There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2012 stating the down arrow keypad button was intermittently unresponsive for a few days. The audio bolus button was allegedly intermittently responsive for two weeks. The patient stated there was a tear between the arrow buttons for about a week. The pump was reportedly not exposed to water. The patient reportedly wore the pump attached to a belt and cleaned it with a dry cloth. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
Follow-up # 1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was returned peeling by the up arrow keypad button cover. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. During testing, the up arrow and down arrow keypad buttons were intermittently unresponsive; the contrast and ok keypad buttons responded appropriately. During investigation, evidence of contamination was found under the up arrow, down arrow, and contrast key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.